Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. The customer was instructed to keep the unit plugged into power for several days. The system was found to be operating as intended.

Event description:
The customer reported the system shut itself down without command. No report of pt injury.